Manufacturer narrative:
The insulin pump had a blank display after battery insertion due to moisture damage on the electronic assembly. Moisture damage was noted on the motor assembly. No back light anomaly or operating currents could be verified due to the the blank display. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
Customer reported there was fog under her insulin pump's screen. The customer also reported her backlight would not turn off. Customer's blood glucose was 198 mg/dl. The customer stated her back light remained on when a new battery was installed. The customer stated she did not drop her insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.